Manufacturer narrative:
To date, no additional information has been received. If new details are forwarded, a follow-up report will be completed.

Event description:
Boston scientific received information that approximately one week post implant, the patient with this right ventricular lead returned to the medical facility with chest pain and shortness of breath. An x-ray confirmed proper lead positioning however, during lead testing, loss of capture was observed. An echocardiograph demonstrated a mild stroke, which suggested a ventricular perforation had occurred. The patient then underwent surgical intervention for lead repositioning so as to regain capture. The procedure was completed successfully with favorable measurements attained. No additional adverse effects reported and the patient remained hospitalized for observation.